Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infection at insertion site of with an infusion set. Patient discussed the issue with health care professional and took medication for the infection. Infusion set was used for 2-3 days. Blood glucose level was 120-130 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.